Manufacturer narrative:
.

Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2016 and system diagnostics results showed a high impedance condition (dcdc - 7). The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
The patient underwent a full system revision on (B)(4) 2016 due to lead discontinuity. During surgery the surgeon found scar tissue around the old lead. To avoid tissue damage the surgeon cut the old lead just above the connector pin and left the rest of the old lead implanted. The new system was implanted around the old lead and lead impedance of the new system was normal. The explanted generator and lead pin portion were disposed of after surgery. Further follow-up with the surgeon found that he believed the scar tissue that was found was normal scar tissues that forms overtime with implanted devices. The scar tissue was related to the patient's normal healing process.